Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the ICD was explanted/replaced due to an elective upgrade to a cardiac resyn chronization therapy defibrillator (crt-d).

Manufacturer narrative:
Concomitant medical products: 694265 lead, implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) triggered a lead integrity alert (lia) for sensing integrity counter (sic) and non-sustained high rate episodes that were determined to be multiple episodes of 60 hertz noise. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.